Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had an error code. It could not be confirmed that the programmer froze. The software was reloaded and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer froze and had an error while interrogating a device. The programmer was returned for service. No patient complications have been reported as a result of this event.